Event description:
A pt was having an acute mi. During the course of treatment pt developed v fib. The md attempted to defibrillate pt with the paddles of the zoll m series but no shock was delivered. All connections were checked and another attempt was made successfully. The md reports that the unit was in defib mode and automatically switched to sync mode. A 2nd zoll unit was connected and worked. There was an adverse outcome for the pt. Pt has ataxia as a result. Pt was in v fib an extra 1-2 minutes. Further injury was avoided by availability of a back up unit. Daily tests were conducted per the instructions from the vendor. Further investigation indicates that 2 wires are used to deliver shock, while the other 3 wires are communication wires. Communication wires are not tested by the vendors listed test method, only the shock wires are tested. An investigation showed an intermittent short in the communication wire.